Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot#: unknown, product type: lead. Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence; the trial started (B)(6) 2020. They reported that they believe their device is not working because they were currently not feeling stimulation. They were also concerned that they may have pulled out the wires. They said they had diarrhea last night. They said the tape on their back was coming off and there was a lump on their bottom that is now growing in size. The patient was advised to contact their healthcare professional. Additional information was received. The patient stated that she got shingles from the procedure and that she was in the hospital for a couple days with excruciating pain. Patient stated that when her leads were removed they were yanked out and she has pain all the way to her vagina ever since. No further complications were reported.